Event description:
It was reported that during lesion predilatation, the 2.5x20mm trek rx balloon ruptured at 8 atmospheres (atm). There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint. The device was returned for evaluation and the reported rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Sem analysis was performed and the results suggest that the balloon failure may be attributed to mechanical damage to the outer surface. The leak was shown with a slightly pinched appearance. Mechanical damage was documented adjacent and proximal to the leak on the outer dimension surface. This type of damage suggests that the balloon material likely interacted with lesion calcification in such that the material was damaged or scratched causing the material to rupture under pressure. Based on the information reviewed, there is no indication of a product deficiency.